Event description:
Patient with previous total knee arthroplasty early 2012 who underwent revision right knee replacement approx 3 months later(10 weeks post-op)for severe pain and limp. Pt was noted to have a varus collapse, tibial component subsidence,and medial tibial insufficiency lesion.preoperatively, pt noted to have a 15 degree varus deformity of the right knee with a varus thrust. Previous implanted tibial tray and poly articular surface removed per surgeon and replaced with a size 3 tibial baseplate. Surgeon noted bone quality poor medially.======================manufacturer response for orthopedic total knee components, tibial tray, poly articular surface, nexgen tibial tray-fixed bearing size 4, proponged highly crosslinked polyethylene size ef 12mm (per site reporter).======================on (B)(4) 12, representative from zimmer, notified and will be processing complaint. Return box will be sent for return of implants for manufacturer investigation.